Manufacturer narrative:
No patient code available for superficial punctate keratopathy (spk). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with superficial punctate keratopathy (spk) on left eye (os) eyes at 5 day post-operative exam. The patient's comment was that visual acuity was blurry in the left eye. The surgery center reported the patient experienced loss of best corrected visual acuity at that 5 day post op exam. A bandage contact lens was placed on the left eye. The patient symptoms have resolved. This report is for the femto laser. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2016. Right eye pre-op 20/20 -1.50 x .00 x 90; left eye pre-op 20/20 -1.25 x -.50 x 175. Post op: bcva distance from (B)(6) 2016. Right eye post-op 20/20; left eye post-op 20/30. Post op: bcva from (B)(6) 2016; right eye post-op 20/15 .00 x -.50 x 120; left eye post-op 20/15 -.25 x .00 x 90.